Event description:
It was reported that the customer's insulin pump had an error alarm several times. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk. The motor was tested outside the device and the test passed. Further testing could not be performed due to the motor error alarm. The insulin pump was received with a missing end cap sticker.